Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6), 2009, the patient presented with increased vaginal drainage and a urinary tract infection on (B)(6), 2009. According to the complainant, antibiotics (type and duration unknown) were administered. The patient then presented with a small amount of granulation tissue on (B)(6), 2009, and was treated with silver nitrate and metrogel. Reportedly, all of the patient's complications were resolved that day, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
Study: (B)(4).